Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery and battery-out limit. The customer was assisted with battery out limit troubleshooting. The customer¿s blood glucose level was 322mg/dl at the time of the incident. The customer stated they received a no delivery and went to changed the infusion set and reservoir which resulted in the batter out limit alarm. The customer stated that they changed the battery multiple times and got the alarm again. The customer was assisted with rewind, reprogramming time and date, fixed prime and clearing the alarm. The customer was to monitor and was sent a replacement battery cap. Troubleshooting for the no delivery reported found that the customer resolved the issue by changing the infusion set and reservoir. The product will not be returned for analysis.